Manufacturer narrative:
In the evaluation of omsc the following was confirmed: omsc reviewed the manufacturing history (DHR) of the device, and confirmed no irregularity. The reported phenomenon was reproduced. The exact cause of the reported event could not be conclusively determined, however, there is possibility that the reported event was caused by incorrect customer's handling or degradation of the device. If additional information becomes available, this report will be supplemented.

Event description:
Foreign material was found in the insertion tube, and the bending section rubber of the device. There was no report of patient injury associated with this event.